Event description:
Lead explanted and returned with no information and subsequently tested out of specification. The lead was implanted for 10 years. No patient complications have been reported as a result of this event.